Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on one of the dates of implant; however, no details have been provided regarding the nature of the injury. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device 1); the patient's attorney made no allegation related to the bard/davol perfix plug. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 and (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard flat mesh (device 1) and/or an unspecified bard/davol perfix plug. On (B)(6) 2011 - the patient alleges unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard flat mesh (device 1) and/or an unspecified bard/davol perfix plug. (B)(6) 2011 - the patient alleges unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device #1). Per op notes, ¿on left inguinal area, ellipse bard flat mesh was placed to cover the inguinal floor and sutured. On right, the exact same procedure was carried out with same mesh.¿ (B)(6) 2011 ¿ patient was diagnosed with incarcerated strangulated recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per op notes, ¿on left, hernia was noted and intestines appeared to be strangulated. On right, patient had seroma. The perfix plug (device #2) with the middle petals was placed into the defect and sutured. The prior mesh (device #1) was then sewn down again to the pubic tubercle.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on one of the dates of implant; however, no details have been provided regarding the nature of the injury. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.